Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
It was reported to philips that the device had a sensor autozero failure. The device was in use at the time of the event. The patient was placed on another v60 and there was no delay to patient treatment. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp reinstalled the data acquisition board to resolve the issue. The device successfully passed testing and was confirmed to returned to full functionality.